Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd microlance hypodermic needle 21g x 1.5" green the needle was defective. There was no report of patient impact. The following information was provided by the initial reporter: the lumen (inside) of the needle is not the same size in all needles in this lot. The staff use the needle for extracting medicine and experience that there is a difference in how easy it is to pull medicine up, so they suspect that the lumen (inside) of the needle is not the same size in all needles in this lot.

Event description:
It was reported while using bd microlance hypodermic needle 21g x 1.5" green the needle was defective. There was no report of patient impact. The following information was provided by the initial reporter: the lumen (inside) of the needle is not the same size in all needles in this lot. The staff use the needle for extracting medicine and experience that there is a difference in how easy it is to pull medicine up, so they suspect that the lumen (inside) of the needle is not the same size in all needles in this lot.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 18-jan-2023. Investigation summary a device history record review was completed for provided material number 304432 and lot number 220403. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, ten (10) samples were returned for evaluation by our quality engineer team. Nine (9) of the samples were received in their packages. The nine packaged samples were microscopically examined and the lumen was the same for each needle, with no signs of clogged cannula or any issues. The packaged samples were then tested using different angles of penetration on a lab vial stopper with no difficulties found. After penetration visual examination was performed and no particles from vial stopper fragmentation were found and the bevels were well formed. One (1) sample was received unpackaged. The unpackaged needle was microscopically examined and the needle was found to be clogged. Needles are inspected for occlusion as part of the in-process inspections after assembly.